Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Impactor tip broke.

Manufacturer narrative:
Conclusion and justification status: the complaint states impactor tip broke. The investigation confirmed the failure mode as reported. The device was reviewed by bioengineering and a report was received stating the device was manufactured in 2011, and after 5 years in the field shows signs of heavy usage. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.